Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation after an ablation procedure, an alert was observed due to out of range extended charge time. The charge time was within range during a follow-up. The device was recommended to be monitored due to observation of multiple charges and a drop in battery voltage. The patient was stable.